Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual determined that the power supply cord was not returned. A pre-cautery test was performed with device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. We did not identify any non-conformities. Based upon the eval results, the reported complaint could not be confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during routine testing, it was discovered that the t.w. Power supply had no power coming out of it.